Event description:
It was reported that the patient was unable to connect recharger to the implantable neurostimulator (ins). It was noted that the patient was getting the reposition antenna screen. It was noted that her last charge session was about 4 weeks ago. It was noted that the patient typically recharges once a month. It was noted that the patient last felt stimulation 4 days ago. It was further noted that the patient had not tried to connect with her programmer.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
The previously reported evaluation code-results code has been updated: no longer applies to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their ins had not worked for years and needed a manufacturer's representative to help check the device. It was noted that the patient had a new healthcare professional (hcp) who was helping with the issue. The indication for use for the implanted device was noted as lumbar radiculopathy.